Event description:
It was reported that the zimmer skin graft mesher handle was stripped and would not turn. Add'l clinical info rec'd indicated that the reported event occurred during use and the reporter did not have access to an alternate device. It was also reported that the event resulted in a 45 minute increase in surgical time. However, there was no report of serious injury, medical intervention or an add'l harvest.

Manufacturer narrative:
Beginning 05/31/2002, us and (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was mfg on 11/24/2009 and was last repaired on 11/24/2011. Evaluation of the device determined that the handle, side plates and ratchet were all dented. It was also observed that the roller was gouged from the ratchet and needed replaced. The device was determined to be within calibration prior to repair. The 1.5:1 and 4.0:1 cutters were determined to produce an acceptable test mesh. However , the 2:1 and 3:1 cutters did not produce an acceptable test mesh. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. According to the instructions for use, the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. The device was serviced and returned to the customer.